Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire migrated within ECG electrode had shorted to the red (-5v) wire. The root cause for the migrated wire has not yet been determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a belt indicating that the ECG electrodes were non-functional.